Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), weight increased ("weight increase"), breast pain, fatigue ("tiredness/fatigue"), dysuria ("problems in urinating"), oedema ("edema"), alopecia ("loss of hair/condition of hair worsened"), arthralgia ("joint pains"), dyspnoea ("dyspnea"), cutaneous symptom ("skin symptoms"), nausea and dyspepsia ("heartburn"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower, weight increased, breast pain, fatigue, dysuria, oedema, alopecia, arthralgia, dyspnoea, cutaneous symptom, nausea and dyspepsia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, breast pain, cutaneous symptom, dyspepsia, dyspnoea, dysuria, fatigue, nausea, oedema and weight increased to be related to essure. The reporter commented: symptoms started about 6 months after essure insertion. Most of the symptoms disappeared after essure implants were removed; however, according to the plaintiff, some of them have re-occurred. Further company follow-up with the lawyer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), breast pain ("breast pain"), fatigue ("tiredness/ fatigue"), dysuria ("problems in urinating"), oedema ("edema"), alopecia ("loss of hair / condition of hair worsened"), arthralgia ("joint pains"), dyspnoea ("dyspnea"), cutaneous symptom ("skin symptoms"), nausea ("nausea") and dyspepsia ("heartburn") and was found to have weight increased ("weight increase"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2018. At the time of the report, the abdominal pain lower, weight increased, breast pain, fatigue, dysuria, oedema, alopecia, arthralgia, dyspnoea, cutaneous symptom, nausea and dyspepsia outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, breast pain, cutaneous symptom, dyspepsia, dyspnoea, dysuria, fatigue, nausea, oedema and weight increased to be related to essure. The reporter commented: symptoms started about 6 months after essure insertion. Most of the symptoms disappeared after essure implants were removed; however, according to the plaintiff, some of them have re-occurred. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.